Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges leaked from the bottom. The customer's blood glucose (bg) level was 269 mg/dl and the bg level was addressed with a bolus via the pump. A new cartridge was successfully loaded to address the reported issue.